Event description:
The physician attempted to place two trial leads with the same lot number. It was reported the physician was trying to place a trial lead, and the lead was difficult to steer; it appeared to be kinked. The physician attempted to place a second trial lead and was unable to advance the lead due to the patient anatomy. The trial procedure was aborted. It was reported the patient may be referred for a different type of trial procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.